Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 207 mg/dl. Customer was at a wedding and wore the pump on the hip. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.